Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask and area was not cleaned before starting pd therapy. It was unknown if the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with reflin (1 gram in first bag, frequency and duration not reported) and fortum (1 gram in first bag followed by 250 mg in each bag, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. It was not reported if the patient was retrained in aseptic technique. The pd therapy was ongoing. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.